Event description:
The following information was received from the patient safety nurse at the facility during a teleconference on 02/25/2010: patient 2 (male) (B) (6), (B) (6), weight unknown. The patient was located in the cardiovascular intensive care unit (cvicu) when at approximately 6pm he became hypotensive and the staff noticed that the connection was leaking. The manifold luer was not screwed tightly on to the y-site tubing that connected to it. The patient was receiving inotrope. The patient had a temporary drop in blood pressure (specifics unknown) and then recovered. The patient did not have an extended hospital stay due to this incident. Additional information was not available. Neither actual or companion samples were available for evaluation. Background information on using manifolds at the facility: it is not hospital policy to have 2 nurses check the connection but these are critical care patients and they are constantly being monitored. They check the lines once per hour at a minimum. All lines are changed every 96 hours. The hospital has been using this product for a very long time. The nurse has been at the facility since 1999 and they were using them then. This problem has been ongoing. They put 2 or 3 manifolds together at times to achieve enough access points depending on the medications given. They now use a work around to help prevent having disconnection problems. It's hard to make sure the connection is tight as the work around process makes the connection hard to feel. They use a tongue depressor blade and wrap this with clear tape around the connection. It is known that the cardiology department is using a 3 way stop cock in middle of two manifolds for connection. It is reported that the connections become dethreaded with the slightest movement of a finger rolling over it. The facility wants a dehp free product. This problem has not happened again since the work around procedure.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B) (4). (B) (4)-CAPA-(B) (4) has been opened to address this issue.

Event description:
In 2009, the customer reported to the baxter sales representative that was on site at the facility, that they are currently required to connect two manifolds together to get the 6 port access required. The customer connected the 2 manifolds and tightened them very securely with the luer lock. There was an interruption of critical care medications on a neonate due to a disconnection of the 2 manifolds. This condition occurred sometime within 96 hours (exact time unknown) of administration of life-sustaining pressure medications intended to maintain patient heart rate and blood pressure (possibly epinephrine or dopamine) to a patient (patient 2). There was reportedly a patient incident and medical intervention required. This condition occurred within the last couple of months (date unknown). The customer stated that he is not aware of any patient blood loss resulting from the disconnection. However, there was reportedly a patient incident and medical intervention required. The customer would not disclose the details associated with the patient incident until risk management was consulted. Lot number is unknown. The actual sample was not saved. The customer facility is now taping a tongue depressor underneath the 2 connected manifolds to keep them from separating. They started doing this after numerous interruptions of critical care meds on neonates due to disconnections. One week prior to contact, the customer reported complaint which addresses the disconnection during neonate patient care with patient 1. Reported on december 10, 2009, complaint addresses the disconnection during neonate patient care with patient 2 and complaint addresses numerous other occurrences of disconnection during the "lifetime of use" of the products.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The customer reported that the actual sample was not saved, and the lot number is unknown.